Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt passed away. It was also reported that the pt was admitted to the cvicu at the time, but that they are currently unaware of what caused his death, and an autopsy is to follow.

Manufacturer narrative:
Based on the information available to the manufacturer, no specific device related issues were reported and a correlation between the device and the reported event could not be conclusively determined. Additional information was requested on 1/3/2014 but no additional information was provided. The product was not returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
It was reported that the pump is not available for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.